Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was a broken cable on the instrument. No material was missing or detached from the portion of the device that enters the patient¿s body, furthermore, no fragments fell into patient anatomy. There was no injury to the patient. A backup instrument was used to complete procedure.